Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is not working. The customer reported there is air and water gaps visible on the screen. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there si no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported complaint was able to be confirmed. There is visible fluid ingress within the assembly. This issue will be internally investigated within vyaire.